Event description:
It was reported that the pt was experiencing an infection over the pump site. The pt was also experiencing renal failure with dialysis. The hcp had concerns related to pump titration, programming options, and pump refill when infection was present. The pt had a concentration of 2000 baclofen in pump and they wanted to titrate the dose down to remove the pump. The pt could not have oral baclofen due to renal failure and dialysis. At the time of this report, no further details were reported. Additional info will be provided when it becomes available.